Manufacturer narrative:
Additional information received reported that the device was explanted due to a loss of osseointegration. This report is submitted december 19, 2019.

Manufacturer narrative:
This report is submitted on november 11, 2019.

Event description:
Per the surgeon, the patient was explanted (B)(6) 2019 for an unknown reason. They were reimplanted with another device 15 days after the explant.